Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Half of one of the sides of the full tampon appeared to be gone [device physical property issue]. Case narrative: consumer reported via email that one of the sides of the tampon appeared to be gone after removal. No injury was reported.